Manufacturer narrative:
The delivery device was disposed and the stent remained in the pt. Because the batch number for this complaint is unknown, the shop floor paperwork could not be examined. The cause of the difficulties stated in the complaint could not be determined.

Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, in-stent restenosis occurred. The lesion was pre-dilated with a 2.5x12mm, non bsc balloon. The physician then placed a taxus express2 2.5x16mm drug eluting stent to the 90% stenosed lesion located in the mid segment of the diagonal branch of the left anterior descending (lad) artery. A taxus express2 3.0x20mm drug eluting stent was then placed to the 75% stenosed lesion in the mid lad. No pt injuries or complications occurred. Plavix and aspirin were prescribed post procedure. Two days post procedure, the pt presented with an acute myocardial infarction and angiography showed that the previously stented diagonal branch was totally occluded. The lesion was pre-dilated, unknown type and size balloon. The physician then placed a taxus express2 2.5x12mm drug eluting stent at the distal stent margin and a taxus express2 3.0x12mm drug eluting stent at the proximal stent margin with excellent results. No pt injuries or complications were reported. Patient status is satisfactory.